Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) minutes after the closure device was released, the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and the patient was admitted for an overnight stay in the intensive care unit. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that 600mls of fluid was removed from the patient. The patient made a full recovery and was discharged the next day.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) minutes after the closure device was released, the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and the patient was admitted for an overnight stay in the intensive care unit. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) minutes after the closure device was released, the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and the patient was admitted for an overnight stay in the intensive care unit. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that 600mls of fluid was removed from the patient. The patient made a full recovery and was discharged the next day.